Manufacturer narrative:
Retainer ring = black. Customer complaint: event date: (B)(6), 2021. The customer reported that the insulin pump got wet and not turning on. There is fluid under the lcd display. The customer also reported that the insulin pump had a crack on the back side. Functional testing to be performed/completed: the insulin pump was received with a scratched case, a cracked keypad overlay, a missing display window/cover, a stained keypad overlay, a cracked case-corner of belt clip rails near the battery tube compartment, a pillowing keypad overlay and a serial number label fading. The test p-cap/reservoir does lock properly inside the reservoir tube. Unable to generate power management graph, perform thus pump history file/traces download and perform the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to the blank display. The pump was cut open to perform visual inspection and found j7 power connector becoming loose from pcba1 due to corroded electronic assembly. Corrosion was also found on the force sensor, motor and vibrator assembly noted. The original pcb 2 was cleaned and installed in a test pcb 1, case, internal battery and motor. Using the battery simulator, the pump was still unable to power up. In conclusion, the pump had a blank display due to j7 power connector becoming loose from the pcba1 due to corroded electronic assembly. Failure analysis summary: the insulin pump was received with a cracked case-corner of belt clip rails near the battery tube compartment. The test p-cap/reservoir does lock properly inside the reservoir tube.  The insulin pump had a blank display due to j7 power connector becoming loose from the pcba1 due to corroded electronic assembly. Corrosion was also found on the force sensor, motor and vibrator assembly noted. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump was expose to moisture fluid under liquid crystal display. No harm requiring medical intervention was reported. The device will be returned for analysis